Event description:
It was reported that the article ¿long term outcomes of survival rate and post-operative complications after left ventricular assist device exchange¿ reported a single-center study of patients who underwent heartmate ii, hvad, or heartmate 3 left ventricular assist device (lvad) implantation between december 2008 and november 2019. The study compared long-term survival and post-operative complications between patients who required an lvad exchange and those who did not, as an increasing reliance on destination therapy has heightened awareness of long-term device complications. Data was collected and all tracked cases were followed for a total of 5 years. The survival rates, post-operative gastrointestinal bleeding, neurological complications, and device-related infection rates were examined. Of the 333 patients who met the criteria, 296 cases did not require an lvad exchange (group 1) and 37 cases required an exchange (group 2). The primary causes necessitating an lvad exchange included pump thrombosis (21 cases), driveline infection (8 cases), driveline fracture (6 cases), and unknown causes (2 cases). Throughout the 5-year follow-up, there was no statistically significant difference between the two groups regarding mortality at 30 days, 1 year, 3 years, and 5 years post-surgery. Additionally, no statistically significant differences were found for post-operative neurological complications (34.1% in group 1 vs. 43.2% in group 2) or gastrointestinal bleeding (29.1% in group 1 vs. 45.9% in group 2). However, the rate of post-operative device-related infection was significantly higher in the exchange group (45.6% in group 1 vs. 64.9% in group 2). The development of a higher infection risk despite comparable survival and adverse event rates highlighted that while lvad exchange can be performed safely without increasing mortality, heightened vigilance and management strategies for post-operative infections are necessary.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event is approximate as the data was collected between december 2008 and november 2019. Kagawa, h., goodwin, m., tonna, j., li, h., elmer, a., stehlik, j., drakos, s., & selzman, c. (2025). Long term outcomes of survival rate and post-operative complications after left ventricular assist device exchange "[abstract]". University of utah, salt lake city, utah, united states. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported outcomes could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.